Event description:
The dentist reported that 6 months after the dental implant was installed in intra-oral region #14, it was verified in its non-osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type IV) and bone graft was executed.